Event description:
The following info was rec'd via e-mail from the marketing affiliate: when trying to place the stent over the lesion, only the balloon crossed, but the proximal side of the stent remained outside the balloon and the diagonal artery. The stent could not be expanded into this artery. There was inaccurate placement of the stent and the physician had to implant another stent into the diagonal artery using the kiss stenting technique in order to solve the issue. There was no pt injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. During a coronary intervention, a 2.25/28mm cypher select stent moved backwards on the delivery balloon as the balloon crossed the lesion, leading to geographic miss and incomplete expansion of the proximal end of the stent. Vessel/lesion characteristics were not reported. It is unknown, if negative pressure was applied to the sds prior to crossing the lesion, which could have altered the balloon-stent interface. No resistance during delivery was reported and shifting of the stent wasn't noticed, prior to balloon inflation. This led to several mm of unexpanded stent hanging out of the diagonal branch into the lad, which was resolved by implanting another stent via a kissing technique; no pt injury occurred. No products were returned for eval; however, a device history record review showed that this lot of products met all requirements per the applicable manufacturing quality plan. Conclusion: with the limited info that is available, it is not possible to determine if any clinical factors might have contributed to the event.